Event description:
A customer reported that the battery of their pump depletes faster than when the pump was initially received. There was no adverse impact to the customer¿s blood glucose level. The customer chose not to receive technical support assistance, and the case status was set to allow time for battery calculation team to assess the issue.